Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed that the system was difficult to power on. The problem was not caused by philips but by an assembly error in the stop start button. The on or off button was not made according to philips design. To resolve the issue hospital's electricians have restored all the connections. Fse followed the operations carried out by the electricians. After the hospital's electricians restored all the connections, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips, but by an assembly error in the stop start button which was made by a contractor company for the work on behalf of the hospital. The on or off button was not made according to philips design. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that after a power outage, the system was difficult to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.